Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported that a patient¿s first pump (2010) had been defective. The pump lasted six months to a year and needed to be replaced due to the problem. The pump was used to infuse clonidine and dilaudid (hydromorphone). Follow up was conducted to obtain information. If additional information is received a follow up report will be sent.